Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was red, irritated and itchy. The patient consulted the doctor, who prescribed an antibiotic ointment (diprogenta) to be used on the affected area.